Manufacturer narrative:
The straight plate tab and the straight plate shaft were returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. There was proteinaceous debris observed on the eyelet of the shaft. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the eyelet of the device was found to be cracked open intraoperatively. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.